Manufacturer narrative:
Information received from phone conversation with physician on (B)(6) 2012.

Event description:
The physician reported that there were no complications or problems after the surgery in 2005. The patient returned in (B)(6) 2010 to be treated for a small 1cm area of mesh that was extruded into right sulcus. The mesh was trimmed in office and treated with vaginal cream. No problems have been reported since. No additional information is available.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2005. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.